Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00579. It was reported the patient experienced unintended overstimulation during the scs system's trial period. A company representative met with the patient at the physician's office and while the representative attempted to reprogram the patient's scs trial system the patient reported he received a jolt. The patient was reportedly exhausted after the programming attempt and opted to end the trial. The physician removed the patient's trial leads and the trial ended.